Event description:
It was reported patient heard tones recently and went to the emergency room. Interrogation there noted all device patient tones were programmed off, but alert was programmed on in the home monitor. Alert log showed left ventricular impedance was triggered for impedance greater than 3000 ohms. However, there is no left ventricular lead attached to the device. Reports a failed wireless transmission. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.